Manufacturer narrative:
The customer returned the device for evaluation of the damage. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is heavy tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found it is severely worn on the sides with a small portion which appears to have exposed metal, partially split in a certain portions and severely charred with burn marks. The distal end of the device was inspected under a microscope and found the probe has no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any information is available.

Event description:
The device was returned for the issue of being damaged during an unknown procedure. Upon inspection, it was noted that the ptfe pad (teflon pad) was inspected and found it is severely worn on the sides with a small portion which appears to have exposed metal, partially split in a certain portions and severely charred with burn marks. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that the device lot had no anomaly in inspection. The exact cause of the event cannot be exclusively identified. From the past similar cases, the peeling of the tissue pad is likely occurred by the following mechanism: the intensive wearing of the tissue pad could have happened because seal & cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.